Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ECG electrodes) has been confirmed. Upon investigation, the electrode belt failed a functional test. The cause of the failure was isolated to an open trace between components v2 and c3 on the ECG "b" pca. The cause of open trace was liquid contamination inside ECG "b". The root cause of the contamination was ingress of an unknown substance. A patient safety alert was mailed to active patients on 04/24/2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that it had non-functional ECG electrodes.